Event description:
During a vitrectomy with a lensectomy, when the frag handpiece was inserted through the sclerotomy, the material was adhered to the posterior side of the iris and the pt suffered a burned iris, at the sclerotomy site.